Manufacturer narrative:
The results of the investigation are set forth in the failure investigation report attached hereto. Upon investigation by syncardia console service technicians, it was observed that the battery capacity indicator did not function normally. The root cause of the failure mode was that two wires used for battery current sensing were installed in the wrong positions and were reversed at the sense resistor (0.1 ohm, 50 watt). The technicians verified what the correct orientation should be via the alarm and electrical panel schematic, de-soldered the wires and re-soldered them in the proper configuration. Proper operation of charging circuit was verified by depressing the "battery test" button on the alarm panel, observing decrease and eventual rebound in the battery capacity indicator. The css console then passed the console test validation protocol. This failure mode poses a low risk to the patient because batteries are a redundant system on the css console, and it did not negate the ability of the console to perform its life-sustaining functions. Although the battery capacity indicator had not been functioning properly, the console backup power and battery charging systems were operating correctly. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
Customer reported that the css console battery capacity was not indicating a full charge after charging of the system. The patient was switched to a backup console. There was no patient impact. The css console was returned to syncardia for evaluation, and the results of the investigation are set forth.